Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) the device is not available. The trudi suction device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The full UDI is not available without the manufacture date. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, the trudi shaver blade (catalog / lot# unknown) and the trudi suction device (catalog / lot# unknown) were inaccurately displayed on the trudi system. One of the trudi suction devices was reportedly displayed as out of the trudi zone on the trudi system. The patient was re-registered without resolution. The trudi cables were replaced but the issue persisted. The trudi suction device that was displayed as out of the trudi zone on the trudi system was not used. The procedure was reportedly continued without resolution. On 29-jan-2025, additional information was received. Per the information, the end user confirmed accuracy using the registration probe after the registration process was completed. The end user confirmed accuracy using known landmarks in endoscopic visualization inside the nasal cavity. Inaccuracy was determined off on known landmarks. The inaccuracy was first noticed at the start of maxillary antrostomy. The information indicated that accuracy was validated with instruments. Computed tomography (CT) image was used as the primary image. The CT scan has 300+ slices. There were no noticeable defects to the CT scanned image. Per the information, the resident performed the registration, and the resident is in serviced; the resident has performed 10+ registrations. Accuracy was confirmed on middle turbinate and skull base. There was no potential for metal interference. There was no ferromagnetic material placed within the trudi zone. The issue was not isolated to one patient, it has occurred in subsequent patients. The patient tracker did not move, and the patient tracker cable was not under tension in relation to this event. The emitter pad did not move, and the patient did not move. No other device¿s shaft was in the proximity of the transmitter for the emitter pad. Related to the suction device, the information indicated that the serial and lot number are available (but the information was not provided). The suction device had been reprocessed 10 times. When the accuracy issue was observed, the bar below the device icon on the trudi system monitor was green. The information indicated that there was no error message on the trudi nav monitor for the device, but ¿on some but 3103 error on others.¿ the device was plugged in after registration. The crosshairs did not turn yellow, and the inaccuracy was not within 2mm. Based on the additional information received on 29-jan-2025, the issue related to the suction device has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿